Manufacturer narrative:
(B)(4). Physio-control obtained the customer's device for evaluation. Physio-control downloaded the electronic records from the device for review. Upon evaluation of the electronic records, physio did confirm that the device lost power unexpectedly multiple times. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while they were using it on a patient. The device also powered off when they tried to print the code summary. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while they were using it on a patient. The device also powered off when they tried to print the code summary. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the battery wire harness, power pcb assembly, and battery pins. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while they were using it on a patient. The device also powered off when they tried to print the code summary. There were no reports of adverse effects to the patient as a result of the reported issue.